Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. This is a combined initial and final report.

Event description:
The explanted device was received for investigation. There was no explant report form available. Additional information has been requested but as of 29.dec.2020 no response has been received.